Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio determined that the cause of the service light on was related to the system pcb assembly and device required a replacement system pcb assembly as well as other unrelated repairs. As the lp15 v1 system pcb was no longer available, the device was not repaired. The device with the reported issue was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device will not power on and the service indicator is present. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on and the service indicator is present. There was no patient use associated with the reported issue.